Manufacturer narrative:
Mandatory medwatch form was received. The reported field event of an impedance anomaly was confirmed in the laboratory. Bench tests showed rv to can lead impedance measurements were high. Analysis identified an anomalous transistor connection within the hybrid assembly as the cause of the high impedance measurements.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device was exhibiting intermittent high hv lead impedance measurements. The measurements could not be reproduced with isometrics or pocket manipulation. Both the device and lead were explanted. Blood was found inside the lead and device header upon explant.